Event description:
Reporter states, "insert would not lock in." There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.